Event description:
The hospital reported loss of mechanical ventilation due to battery failure during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6).